Manufacturer narrative:
E1:patient city:(B)(6). Patient country: the united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to hypoglycemia. The blood glucose level was 33 mg/dl at the time of event. No further information available.